Event description:
It was reported that the reservoir leaked insulin out of the back. Customer stated that he had called several times within the last year. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.